Manufacturer narrative:
Investigation/conclusion original investigation stated: "the manufacturing records for lot numbers 341994 and 341196 were reviewed and no non-conformances were documented. The lots met release specifications". Correction: the following are the correct lot numbers "the manufacturing records for lot numbers 341994 and 341996 were reviewed and no non-conformances were documented. The lots met release specifications"

Event description:
Caller alleging discrepant high inratio value. (B)(6); inratio: 2.7; lab: 2.0. Time between tests < 1 hour. Patient's therapeutic range: 2.5 - 3.0. No reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Investigation/conclusion: the customer reported discrepant high results on lot number 341994. Since the customer did not return the strips associated with the complaint, a review of in-house testing data was performed. The customer's complaint of discrepant high results was replicated during in-house testing on lot number 341994 on 09/08/2014. The discrepancies obtained during in-house testing will be further investigated. Further review of in-house testing data was performed on lot number 341996. Lot number 341996 was used for internal investigation purposes to evaluate the performance of the brick lot. Lot number 341996 is identical to 341994 except for the outer packaging and labeling. All replicates were within the allowable difference for accuracy and repeatability. The manufacturing records for lot numbers 341194 and 341196 were reviewed and no non-conformances were documented. The lots met release specifications. CAPA-14-052 was initiated for further investigation into this issue.

Manufacturer narrative:
Investigation conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturer record for the lot did not uncover any non-conformance. Lot meets release specification. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.